Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 240 mg/dl and 105 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that he took his standard 25 units of humalog. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that a pt underwent a coronary artery bypass procedure on an unk date. A surgical site infection was observed on pt's sternal wound.